Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt pressure in the device area and a funny feeling in their arm prior to admission to the hospital. The patient was concerned that the symptoms could be due to the device or a lead. No follow-up information was available from the clinic. The device, right atrial (ra) lead and right ventricular (rv) lead are still in use. No further patient complications have been reported as a result of this event.